Event description:
Inability to access blood noted approx. One month ago in physician's office. Pt received chemotherapy between 4/3 & 4/8, and 4/24-4/26. Chemo was vp-16-(cbdca) carboplatinum. Pt admitted to hospital on 8/17 with an admitting diagnosis of lung ca and pneumonia. On 8/19/96, a chest x-ray revealed the portacath was fractured, and the tubing was curled partially in the right atrium. On 8/20/96, an intravascular foreign body retrieval was successful in removing the tubing from the right atrium. Pt had no immediate complications. The rest of the portacath was surgically removed on 8/21/96. Pt was discharged on 8/22/96.